Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/10/2014 with the following findings: investigation revealed a dim, faded and discolored display screen. The bolus button cover and the plug were also found to be detached from the pump, exposing the internal key contacts. There was no contamination or any other issues found with the audio bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the text on the display screen was found to be dim, faded and discolored display screen. The bolus button cover and the plug were also found to be detached from the pump, exposing the internal key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/10/2014.